Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to infection. A new ipp consisting of cylinders, pump, and reservoir was implanted. No additional patient complications were reported.